Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 11, 2021. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 213, 67). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The affected sample was inspected upon receipt with no visual anomalies observed. The sample was electrically tested and electrical resistances were found to be stable and within product specifications. A retention sample from the same product code and lot number combination was obtained. The retention unit was visually inspected, and no anomalies were noted. All electrical circuits were measured, and the electrical resistances were found to be stable and within the product specifications. The event could not be replicated, a definitive root cause could not be determined. During the manufacturing process, the v-cutter/cautery mechanism is 100% inspected and tested for functionality and performance prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the vsp wasn't able to cauterize. A medwatch report (uf/importer report no. (B)(4)) was received on 9/23/2021, regarding this event. Based on the report a patient with history of coronary artery disease and hypertension was admitted with chest pain times 1 month. During a coronary artery bypass graft surgery, surgeon attempted to use two vsp systems without success. The vsp's weren't getting any power at all. Initially staff thought it was a generator issue until a device with a different lot was tried. When a third device with a different lot was used, it functioned well. No health consequences or impact. Product was changed out. Procedure was completed successfully with 10 minutes delay.